Event description:
It was reported that the atrial lead had dislodged after implant. The lead was repositioned. It was also reported that the right ventricular lead was undersensing and not capturing and scheduled for repositioning. Due to a possible pocket infection, both leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.